Manufacturer narrative:
Evaluation results: inherent risk of procedure (blood loss). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation: results: (gi bleed, mi).

Event description:
It was reported that the patient suffered a gi bleed approximately 18 months post index procedure. An upper endoscopy was performed. The investigator assessed that the event was unlikely to be related to the study device. The patient was stabilized.

Event description:
Pt received a 3.0 x 15 endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad during index procedure with no issue reported; however at 6 months follow up, it was discovered that the pt had been hospitalized several times due to gi bleeding events. It was reported that, approx three months post implant, the pt noticed black stool and was hospitalized to receive blood transfusion. Pt underwent upper endoscopy and the ulcer was treated. However, the pt continued to ooze blood and received further blood transfusion. Plavix and aspirin were held due to possible surgical intervention. A esophagogastroduodenoscopy was done. No lesion and no bleed were noted. While in the hospital, the pt exhibited symptoms conducive with a nstemi (chest pain with elevated troponins during the period of the gi bleed). The pt was restarted on the plavix and aspirin. The pt was given a stress test which was negative for any acute reversible ischemia. The pt anemia improved and the pt was stable on discharge. No other clinical sequelae were reported. Investigator reported a possible relation to the stent and therapy.